Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up to a blood glucose of 438 mg/dl and went to the ER. The patient was treated at the hospital and when he was released his blood glucose was 246 mg/dl. No further details were provided regarding the hospitalization, and no products were returned or replaced.